Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. It is assumed that the device got pre-damaged during manufacturing. During transport or handling during implantation surgery the device eventually failed. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
After changing the rondo 3 audio processor, the user did not have any sound from the device. The user has been re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After changing the rondo 3 audio processor, the user did not have any sound from the device. Re-implantation is planned for (B)(6) 2024.